Manufacturer narrative:
Qn# (B)(4).the customer returned one 2-lumen PICC for evaluation. The catheter contained signs of use in the form of biological material. Initial visual examination did not reveal any defects or deformities. After functional inspection a small slit was found in the catheter body near the juncture hub. The slit was smooth; consistent with contact with sharps such as a needle. The total length of the catheter body measured to be 19 3/4" which is within specifications of 19 1/2" - 20" per product drawing. The catheter body contained a small hole located 11 mm from the juncture hub. The catheter was functionally tested by flushing both lumens using a water-filled lab inventory syringe with the distal end of the catheter occluded. When the proximal lumen was flushed, water leaked from a small hole in the catheter body. No defects were found when testing the distal lumen. The IFU provided with this kit cautions the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a hole in the catheter body was confirmed by complaint investigation of the returned sample. One hole was found in the body with damage consistent to contact with sharps. A device history record review could not be performed as a valid lot was not provided and sales history was not available. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: PICC inserted on (B)(6) 2020. Patient had a CT injection on (B)(6) 2020. Small pin holes noted on PICC post CT. PICC removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: PICC inserted on (B)(6) 2020. Patient had a CT injection on (B)(6) 2020. Small pin holes noted on PICC post CT. PICC removed and replaced. No patient harm reported. The patient's condition is reported as fine.